Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for serial (B)(4) from 03-dec-2016 through (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The st aia-pack hba1c assay specification states the following under evaluation of results: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that aia pack hba1c control set be assayed daily. The minimum recommendations for the frequency of running control material are: after calibration, controls are run in order to confirm the calibration curve. Controls should be run if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, controls should be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack hba1c, the highest concentration of hba1c measurable is 14.0%, and the lowest measurable concentration is 3.0%. In the case of severe anemia specimens having less than 7.0 g/dl total hemoglobin concentration, st aia-pack hba1c may give lower result. Such severe anemia specimen should be assayed by a different assay principle. All results should be interpreted with respect to the clinical picture of the patient. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated from the sample before assay begins. Samples from patients taking medicines and / or medical treatment may show erroneous results. Samples from patients who have received preparations of sheep polyclonal antibodies for diagnosis or therapy may contain human anti-sheep antibody. Such samples may show falsely elevated values when tested for st aia-pack hba1c. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage & stability and procedural notes sections in this insert sheet. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. In the g8 variant operator's manual, chapter 4: screen operations, under 4.18 flag parameter setting section provides guidance on flag set up, where the customer can set the level for each flag. If the flag level is set to 0, the assay values are printed out with the flag message. If the level is set to 1, the assay value is not reported. Flag 27 is one or more indispensable peak(s) do not exist: a1a, a1b, f, la1c+, sa1c and a0. The most likely cause of the reported complaint was due to flag 27 was not set up by the operator for the specific patient with known history of no la1c+ peak on the chromatogram.

Event description:
On (B)(6) 2018, a customer reported getting non-reportable result for hemoglobin a1c (hba1c) on a patient sample with the g8 instrument. Customer stated the auto verification result was 6.9% for ha1c while an alternative method (methodology unknown) gave a result of 5.6% for hba1c. Customer stated the patient has a clinical history of not having la1c+ peak on the chromatogram in past test samples. The patient was not treated based on the initial result of 6.9% hba1c. The result that was reported out of the lab was 5.6% hba1c. The customer set up criteria on the lis (laboratory information system) to automatically order alternate method for this specific patient only. In addition, no flag 27 (flag 27 is one or more indispensable peak(s) do not exist: a1a, a1b, f, la1c+, sa1c and a0), was set up on analyzer. Tss guided the customer in setting up flag parameter for flag 27 on g8 instrument. There is no indication of any adverse effect to patient management and no erroneous results were reported out of the lab.